Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, damage (physical or cosmetic), exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1715kl.troubleshooting was performed for the event. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Customer reported a blank display. Customer reported that battery compartment and/or springs are damaged and/or corroded. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received with blank display. P-cap locks properly into the reservoir compartment. Unable to perform sleep current test, active current test and self-test. Unable to download using thus software due to display anomaly. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies and motor assembly causing electrical short not allowing unit to turn on or access to download. The following were noted during visual inspection: corroded battery tube, missing display window/cover, pillowing keypad overlay, scratched case, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails and end cap address label missing. In conclusion, customer concern for blank display was confirmed due to moisture on electronic assemblies. Cosmetic damage was confirmed at the battery compartment when cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.